Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading was 494 mg/dl. It was unknown whether the auto mode feature was active at the time of incident. Customer feels okay to troubleshoot. The customer will discontinue to use the product.